Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer was hospitalized with a blood glucose level of 400-500 mg/dl and was treated with intravenous insulin and lantus. The customer was discharged two days later and the high bg level was resolved. As the occlusion had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.